Manufacturer narrative:
Initial device gross examination showed evidence of leaflets calcification. Morpho-histological analysis will be performed on the valve. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve (lxa size19) that was explanted after 2.6 months due to structural valve deterioration due to calcification. The explant occurred on (B)(6) 2013.